Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The intellanav mifi oi catheter was selected for use during the ablation procedure. It was reported that there was an irrigation defect. The catheter was replaced which resolved the issue. The procedure was completed successfully without patient complications. Product return is not available due to russia's local regulatory restrictions.